Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The patient claimed that the ins was like sitting on a bad wallet and the ins location is uncomfortable. There were no environmental/external/patient factors that may have led or contributed to the issue and the rep did not know if any troubleshooting occurred. A pocket revision was performed to move the ins cranially/up two inches to a more comfortable position. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.